Event description:
Attempts to advance the guide wire into the vein with multiple stenotic areas was met with resistance. Upon retracting the guide wire, the tip fractured immediately below the skin surface requiring a cut-down procedure to remove the retained device fragment.====================== health professional's impression======================